Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review related to low voltage alarms. Per patient, the alarms happened on both the mobile power unit (mpu) and batteries. The patient voiced that they cleaned their batteries and clips as initially directed. The event log captured several low voltage hazard and/or no external power events on 15sep2025 at 11:19, 17:14, 17:15, and 17:16 all while using the mpu. It appeared that the mpu lost total power in each instance which enabled the emergency backup battery (ebb) in the system controller until power was restored to the mpu. It was also noted that there were no external power events on 22sep2025 at 14:11 while using battery power. It appeared that both power leads were disconnected causing no external power events and enabled the ebb in the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the dates (B)(6) 2025 were reviewed. The log file captured intermittent low voltage hazard and no external power alarms on (B)(6) 2025 from 11:19:20 to 17:16:10 due to losses of external power while connected to the mobile power unit (mpu). The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the losses of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if the mpu has a v-lock connector on the ac power cord, if the ac power cord became loose from the wall outlet or from the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, and if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate mobile power unit was not reported with the event. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.